Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the use of the product, the operator was unable to turn on the smart cuff intubation accessory. An error message was displayed on the device. No patient injury or complications were reported in relation to this event.